Event description:
It was reported that following a software upgrade, the needle options and parameters were not re-entered into the system. During a biopsy procedure the patient began bleeding during sampling after the needle penetrated an artery in the patient's breast. Pressure was applied to the breast to control the bleeding and the patient was evaluated by a doctor and breast surgeon on site and determined that no further medical intervention was required. The patient will need to return for a repeat biopsy. It was reported by the customer that the doctor did notice that their needle selection was not available in the system, but they continued with the biopsy. Following this event the site spoke with an applications specialist over the phone who walked them through entering their needle selections and parameters. A field engineer was dispatched to the site and evaluated the system. He found the system to be working as intended and the needle parameters to be correct after being loaded by the site staff.